Event description:
While delivering a 6.0 spider fx which is a rx delivery over a 0.014 wire the device flipped onto itself without any issues in the sheath nor the vessel. The vessel had been predilated with a 3.0 mm balloon so recrossing was not an issue but the deliver choice es wire had to be readvanced down. This has been seen when there is an issue in delivering the epd over the wire in the standard fashion if there is a critical blockage but this vessel was open so unclear what the issue was. Covidien rep in room and took the device for inspection. "The (B)(6) response from doctor: don't know what happened there but having just given that cart talk at tct I am sensitive to the issue. I will get the exp data and lot number for you. I sent the device back to covidien to look at and I have not heard from them as of yet. I will be in touch, I have seen this before but only when there is a problem with the vessel from above and in this case there was none so this struck me as this device should easily track over an extra support wire and it didn't which is very odd so my only conclusion was there had to be something with the device. I reported it cause I think if this is happening more than just a fluke perhaps it's a defect. I use this device weekly 2-3x per week and never have seen this happen to this degree, hence my reporting. On (B)(6) : no - this seems to be a possible device related problem. On (B)(6) : data on spider, 6.0 spider fx lot number 9782512. On (B)(6) : mp contacted doctor to get the go ahead to submit medsun report."